Manufacturer narrative:
The initial MDR submitted under manufacturing report # 2028159-2015-05978, was submitted in error. All subsequent investigation information and any additional information received will be provided in manufacturing report # 2028159-2015-05977. (B)(4).

Event description:
A customer reported prior to a case the foot pedal was not being recognized by the unit. The staff attempted to use another pedal and the unit worked fine. There was no patient impact and no patient harm was reported. Additional information requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.